Event description:
It was reported that the patient was experiencing pain at the anchor sites. X-ray showed migration of both spinal cord stimulation (scs) leads. The patient was administered with injection for pain.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from the date manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number:5005397. Model/catalog description: infinion pro lead kit, 16 contacts, 70cm. Unique identifier: (B)(4). Model number/catalog number:sc-1232. Serial number: (B)(6). Batch/lot number :797591. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI): (B)(4).